Manufacturer narrative:
B5 describe event or problem: updated with additional information received.

Event description:
Reported via clinical study. It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed on (B)(6) 2025. A watchman access system (was) and a watchman flx pro laa closure device & delivery system (wds) was selected for use. It was reported that the patient had a trivial pericardial effusion at an unspecified time point and remained in the hospital. No further information has been provided. It was further reported that the procedure went well, however a minimal pericardial effusion was noted. The patient was held overnight for observation. The patient remained in stable condition. An echocardiogram was completed and confirmed the effusion did not worsen. The patient was discharged the next day, (B)(6) 2025.

Event description:
Reported via clinical study. It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed on (B)(6) 2025. A watchman access system (was) and a watchman flx pro laa closure device & delivery system (wds) was selected for use. It was reported that the patient had a trivial pericardial effusion at an unspecified time point and remained in the hospital. No further information has been provided.